Event description:
Information received from the field notes that the patient presented with complaint of palpitations and dizziness. An x-ray revealed that the device had migrated several inches inferiorly causing the leads to exhibit loss of capture and sensing. The leads were replaced and the pulse generator remains implanted. During lead replacement, the suture sleeves of the leads were found tied together and not to the tissue.